Event description:
It was reported an issue with a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error was resolved. The caller was advised to wait 20 minutes before starting a new sensor session and acknowledged this instruction.